Event description:
During an implant attempt of the subject device, detachment of the distal tip of the lead was observed. Reportedly, the lead was positioned with an 8f introducer with a subclavian approach. While inserting the lead and pre-inserted stylet through the introducer some resistance was felt. The lead tip was positioned in the right ventricle apex, but appropriate electrical measurements were not obtained (r-wave sensing amplitude 5 mv, pacing threshold 2,5 v/0,5 ms). The lead tip was repositioned slightly, but the pacing threshold remained unchanged; a slight improvement of the r-wave sensing amplitude was indicated. While removing the lead, it was observed that the distal tip (distal electrode and tines) of the lead had become loose, and upon removal it was missing the distal part. The physician indicated that this distal part could be seen via x-ray in the right ventricle. Another lead was subsequently implanted. Removal of the lead tip is under consideration by the physician and consulted specialists.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.